Event description:
A customer contact beckman coulter inc. (Bci) regarding a false negative result for inhibin a generated by the access 2 immunoassay system on one pt sample. Customer tested a sample for inhibin a and obtained a result of 0.0pg/ml. Upon repeat at a later time, this sample gave a result of 306.7pg/ml. The erroneous result was reported outside of the laboratory. The customer indicates there was no injury or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Per customer, sample was collected in a yellow top serum bd tube with gel separator and was poured off into 1ml insert cup prior to analysis. The sample was centrifuged for 8 minutes at 2000rpm. Qc run on the date of the event was slightly elevated but within qc ranges. A system check performed in 2008 was within specifications. A field service engineer (fse) was on-site a week later and the next day: fse stated the system check from a week prior to original date had failed specifications with sys (system) errors. Fse stated several level sense errors were noted in the customer's event log and the transducer and circuit board were replaced. The fse performed system check that passed within specification. Customer then calibrated and performed qc that resulted within specifications even though inhibin a results are unlikely to be the basis to initiate or withhold treatment, in this event the hardware failures could have affected other pivotal assays. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.